Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during procedure on (B)(6) 2017 the drill bit was used to pass screws through the plate. During use the drill bit broke and a broken off fragment was left in the bone of the patient. The surgery was not prolonged. No information available about patient condition and outcome. There is no risk for the patient and the surgery was successfully completed. Concomitant devices reported: plate (quantity 1), screw (quantity 1). This is report 1 of 1 for (B)(4).